Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm, insulin pump had crack and moisture under the screen. The blood glucose of the customer was unknown. The customer reported that reservoir lip ring was damaged. The reservoir was able to lock in place when inserted into pump. The customer experienced high blood glucose. Customer did not want to troubleshoot for the high blood glucose due to the shot he was received. The customer reported that moisture under the screen of the insulin pump. The customer experienced severe headaches. The customer reported that display was foggy which makes hard to see the display. The device will be returned for the analysis.